Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged some time after post implant, but before patent was discharged from the hospital. The ra lead was noted to have moved on chest x-ray. Device interrogation showed atrial undersensing without ability to correct with programming. Atrial pace caused ventricular capture. The ra lead was programmed off, and remains implanted - in use. No patient complications have been reported as a result of this event.